Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention, medical device removal, device breakage (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the expedium titanium bars and the sfx broke inside the patient after a fall, which led to the surgical necessity of the same. Medical report: material taken from the atn patient, on (B)(6) 2019, in this hospital by dr. (B)(6). Material was broken, according to x-ray attached, after the patient suffered a fall. I leave the material in the possession of the nurses (B)(6) for later withdrawal from the hospital for our logistics. Sales rep communicated via (B)(6) that the operating company of the materials is depuy spine, of references: titanium rod: 1797-62-300; sfx: 1894-014-06. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==> (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.